Event description:
It was reported, the patient¿s left side device and wire were removed due to infection two years prior to this report. The infection ¿almost killed¿ the patient. The patient only had a right side implant at the time of this report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3387-40, lot# j0320163v; product type lead product ID 748251, serial# (B)(4); product type extension product ID 748251, serial# (B)(4); product type extension product ID 3387-40, lot# j0320163v; product type lead product ID neu_ptm_prog, serial# unknown; product type programmer, patient. (B)(4).